Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material., however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the subject device exhibited foreign objects in the jet tube. There was no patient involvement.